Event description:
The facility alleged the device defibrillator took too long to reach a charge complete state. A backup defibrillator was made available and used. The reporter indicated pt care was not adveresly affected, due to use of the backup device. No add'l event info was provided.